Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-mar-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the keyboard was broken, and the user was unable to log in. A field service engineer found that the end piece of the cylinder had broken off. The field service engineer reattached the piece and reinstalled it onto the marc return box to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es had a malfunction that keyboard was broken and unable to login. The customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.